Event description:
It was reported that the patient had an inappropriate shock. The patent was brushing their teeth at the time of the shock. The patient is scheduled to visit the outpatient clinic to confirm whether the incident can be reproduced and to have x-rays done to confirm system connections. There were no additional adverse patient effects. The system remains implanted.